Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026 due to multiple insulin occlusion events, with blood glucose rising to 356mg/dl and associated irritability. The patient reported that scar tissue prevents use of the abdomen and the patient replaced the infusion set. No further information available.